Manufacturer narrative:
One device was received for evaluation. Visual inspection found a missing power receptacle seal. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the faulty interconnect pcb was the root cause. The interconnect pcb was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a depleted battery error. There was unknown patient involvement.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.